Event description:
It was reported that the system 2600 would not produce x-rays initially. The system had to be restarted several times and then began to produce x-rays creating hazardous delays. There was no further incident. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be verified. The system was tested and found to be working as intended and placed back into service.